Event description:
A s7 stent was inserted for treatment of a 95-100% lesion in the proximal right coronary artery. The stent was unable to cross the lesion therefore it was removed. The stent was re-inserted, but still was unable to cross the lesion. Upon removal the stent dislodged and subsequently was deployed proximal to the target lesion with a ptca balloon. A second s7 stent was then implanted proximal to the initial s7 stent. A 3.0mm diameter by 9mm length s7 stent delivery system was then inserted for treatment of the target lesion. While attempting to advance the stent to the target lesion, the guide catheter disengaged from the coronary artery. The stent delivery system was then pulled back for removal. Upon removal, the stent dislodged from the delivery balloon onto the guidewire when the stent was retracted into the guide catheter. The stent was pulled back to the femoral sheath, however, upon removal into the sheath the stent was lost. The stent could not be found and remains in the patient's arterial vasculature. There was no further treatment to the target lesion. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The instructions for use were not followed for removal of an undeployed stent. Separate medwatch reports have been submitted for the s7 stent that dislodged in this event.